Manufacturer narrative:
Initial reporter zip: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that the insulin in a bd ultra-fine¿ insulin syringe ¿discolored to black¿. It was also reported that the scale print "thickness is inconsistent", and the diameter of the barrel is larger than "usual". There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation results: two investigations were performed. First investigation summary: severity: s1; occurrence: a complaint history check was performed and this is the 1st related complaint for foreign matter, the 2nd related complaint for scale print defect and the 1st related complaint for barrel dimension on lot # 7142872. Customer returned (24) 3/10cc, 12.7mm, 29g syringes (3 loose, all filled with at least 10 units of a clear liquid inside the barrel, 21 in sealed poly bags) from lot # 7142872. Customer states that the insulin is discolored, the print thickness is inconsistent, and the diameter of the barrel is bigger. All returned syringes were examined under the microscope and 2 out of 3 loose samples and 15 out of 21 samples from the sealed poly bags exhibited smeared ink on the surface of the barrel. Samples will be forwarded to manufacturing (holdrege) on 23feb2018 for further investigation. Second investigation summary: on 26feb2018, holdrege received twenty-four (24) 0.3ml, 12.7mm, 29g syringes from batch # 7142872. All samples were decontaminated per hstr-17 prior to being evaluated. Upon evaluation by qe ah, similar findings to those documented during initial investigation performed at bd franklin lakes were noted. The dimensions of the syringes were additionally measured with no out of specifications findings to note. Five (5) additional 310cc syringes were returned by the customer, all filled with various amounts of clear liquid inside the barrel. All of these samples were also examined and 4 out of 5 samples exhibited smeared ink on the surface of the barrel. These additional samples were forwarded to manufacturing (holdrege) on 02mar2018 for further investigation. On 06mar2018, holdrege received five (5) loose 0.3ml, 12.7mm, 29g syringes from reported batch# 7142872. All samples were decontaminated per hstr-17 prior to being evaluated. Upon evaluation by qe ah, similar findings to those documented during prior investigations were noted. The dimensions of the syringes were additionally measured with no out of specifications findings to note. No additional root causes at this time. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (smeared ink) no root cause could be determined. Based on previous complaints and investigations for the same issue, CAPA (B)(4) was initiated by the holdrege plant to address print related defects and their associated root cause(s). Batch# 7142872 was manufactured prior to implementation of corrective/preventive actions associated with this CAPA. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.